Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the endowrist one vessel sealer instrument failed the self test and a blade exposed message appeared. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments blade was dislodged. Visual inspection showed the blade was exposed outside of the garage. The blade was able to be manually retracted into the garage, but the instrument was unable to driven on an in house system due to the snake wrist being dislodged. Failure analysis investigation also found the snake wrist was dislodged. Visual inspection showed one wrist of the snake wrist was dislodged. As a result, the instrument was unable to be inserted into a cannula and onto the in house system. The dislodged damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.